Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 65 mg/dl was entered into the pump on (B)(6) 2017. Cartridge change sequence and correction bolus request were completed less than one hour prior to low bg level being recorded. User was trained on pump earlier that day. There were no erratic basal rate adjustments. User may have over corrected. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 36 mg/dl and juice was consumed. The bg elevated to 97 mg/dl. The cause of the low bg was not known. Reportedly, the customer contacted a clinical diabetes specialist regarding this event.